Event description:
It was reported that during a pulsed field ablation procedure, during an attempt to extend the catheter array and retract it back within the sheath, the slide control became stuck in the middle of extension. The array was able to eventually be maneuvered back into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702703 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. Visual inspection showed the array was inverted. Performance testing with a generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on electrode wires 1, 3, 6, 7, and 9. Microscopic inspection and testing of the shaft was performed to verify the integrity of the catheter sub-components; a guidewire lumen breach, guidewire lumen kink, and broken electrode wires were observed. In conclusion, the catheter did not pass the returned product inspection due to a guidewire lumen kink and breach in the shaft region, an inverted spiral array, a broken electrode wire in the shaft, and entangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.